Event description:
It was reported that the pt had their neurostimulator and extension explanted due to infection. Pt's outcome was noted as non-serious injury/illness.

Manufacturer narrative:
(B)(4).